Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly got stuck to the wire during removal. It was further reported that the balloon was allegedly sheared off on the wire. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly got stuck on the guidewire. It was further reported that the balloon allegedly lost access and was removed from the wire by ex vivo method. Reportedly, the balloon sheared off on the wire. There was no reported patient injury.

Manufacturer narrative:
H10: the FDA rn number for the MDR was inadvertently submitted as (B)(4). The correct FDA rn number was (B)(4). H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 035av drug coated balloon catheter was received for evaluation along with an unknown 035" guidewire. During visual evaluation, the entire length of the catheter was examined for damage revealing the inner guidewire lumen bunched at the distal end of the balloon and the catheter was noted to be pulled from the strain relief. The returned unknown 035" guidewire was noted to have opaque material near the kink. No functional testing was done due to the condition of the returned sample. Therefore, the investigation is confirmed for the reported difficult to remove and device-device incompatibility as the inner guidewire lumen was noted to be bunched and the catheter was noted to be pulled from the strain relief. The investigation is unconfirmed for the reported detachment as the returned balloon showed no evidence of detachment. The investigation is confirmed for the identified material separation as the unknown guidewire was noted to have opaque material. A definitive root cause for the reported difficult to remove, device-device incompatibility, detachment and identified material separation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2023), g3, h6 (device). H11: d1, d2, d3, d4, b3, g1 (manufacturing location), h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.